Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to pacing impedance measurements high out of range. It was also noted noise after this lss. Technical services (ts) reviewed and provided troubleshooting options. This product remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: b1: adverse event/product problem b2: outcome attributed to adverse event b5: describe event or problem field h1: type of reportable event h6: impact codes if pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to pacing impedance measurements high out of range. It was also noted noise after this lss. Technical services (ts) reviewed and provided troubleshooting options. This product remains in service. No adverse patient effects were reported. Additional information was received from the field stating a lead revision was performed where the right ventricular (rv) lead for this pacemaker system was repositioned. No additional adverse patient effects were reported.